Event description:
It was reported that the ilet displayed continuous glucose monitor (cgm) signal loss while in bg run mode, despite ongoing glucose readings on the paired dexcom g6 cgm app, with device screens indicating ¿stop sensor,¿ a cgm battery low alert, and a ¿restart 60 ¿ bluetooth communications¿ alarm after the user restarted the ilet. Customer care provided support that included review of device alarm history and remote troubleshooting and education. Investigation of this case revealed intermittent bluetooth communication disruption between the ilet and the dexcom g6 transmitter consistent with a connectivity malfunction, with the cgm battery low alert as a potential contributing factor; device readings resumed during the call. Symptoms included no reported clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth communication issue between external devices.